Manufacturer narrative:
A system service check of the ocs by bayer service confirmed that the horizontal support arm broke at the ceiling mount. The equipment was removed and was subsequently replaced with a new ocs system. Product analysis received and examined the returned components. Visual examination determined the section of the horizontal support arm that connects to the ceiling post assembly had broken. A dark-colored residue was observed on a small section of the break surface suggesting that a small crack had initially formed in the material allowing lubricant from the adjacent bearing to work its way into the crack. The crack propagated over time which led to the disengagement of the system.

Event description:
The following information was received from a bayer representative: the horizontal arm of the overhead counterpoise system (ocs) broke at the ceiling mount interface. There was no injury or adverse event reported.

Manufacturer narrative:
Corrected data from initial report: the initial emdr (2520313-2018-00009) dated january 10, 2018 was submitted with incorrect model number, catalog number, serial number and date of manufacture. The correct information is as follows: model number: 59880253. Catalog number: ocs ii. Serial number: (B)(4). Date of manufacture: 03/26/2007.